Event description:
As reported by the fcs, post implantation of a 29mm sapien 3 valve in the aortic position the patient was presented with stenosis and underwent a successful valve-in-valve with a 29mm sapien 3 valve.

Manufacturer narrative:
Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, approximately 3 years and 3 months post implantation of a 29mm sapien 3 valve in the aortic position the patient was presented with stenosis and underwent a successful valve-in-valve with a 29mm sapien 3 valve. The cause of the stenosis is unknown. In addition, to the mechanisms described above, patient factors, (progression of a pre-existing disease processes) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted as this event was previously reported by edwards lifesciences under manufacturer report # 2015691-2021-06980. Additional information obtained indicates this event is a duplicate of the events already reported. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.